Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Invalid data was confirmed on the save to disk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on interrogation of the cardiac resynchronization therapy defibrillator (crt-d) it was found that all of the patient data was wiped out and ¿invalid data¿ was noted in patient information. It was noted that the patient was receiving radiation therapy. Memory analysis showed single-bit corruptions occurred. The data would need to be manually re-entered. The device is still in use. No patient complications have been reported as a result of this event.